Event description:
It was reported that the patient presented with a pacemaker that went into a back-up vvi. Programming changes were made. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.